Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm replace battery now. Customer's blood glucose at time of incident was 18.7mmol/l. Customer stated that this is the second occurrence of replace battery now with a low battery warning. Customer was advised the pump will need to be replaced. Customer was advised to continue to wear pump until replacement arrives if they insert a new battery.

Manufacturer narrative:
The pump was received with operating currents within specification and passed the self test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected low battery or replace battery now alarms noted during testing or found at the downloaded pump history. The pump was received with a cracked keypad overlay at the select button. The pump was received with minor scratches on the lcd window, case and keypad overlay.